Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing. Troubleshooting options were discussed and recommended. Currently, this ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing. Troubleshooting options were discussed and recommended. A xray was performed and no adnormalities were noted. Reprogramming efforts were performed. Currently, this ICD remains in service and no adverse patient effects were reported.